Event description:
It was reported that that right ventricular lead had high impedance due to an apparent lead fracture. The patient received inappropriate therapy due to oversensing. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.